Event description:
The customer called to report high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer stated that they treated bgs with the pump and forty minutes later their blood glucose rose. During the call the customer stated that they were hospitalized two weeks ago. They stated that they had infection in the nose, ears, and throat. The doctor started them on medications, but their sugar level went out of control and were admitted for high blood glucose and dka. The customer stated that they finished the medication as per doctor's instructions and they noticed that their sugar went up. Advised customer to take a manual injection and note if the blood glucose comes down. The customer mentioned having bent cannulas.